Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The customer returned the meter for investigation. Upon powering on the meter, the display showed several black lines and spots. The results from the device were clearly readable as the results overlay the black lines and spots; the contrast of the lines/spots is weaker than the results area of the display. There were no traces of obvious mechanical impact visible on the housing of the meter. The meter was disassembled for further investigation. The flex cable connection was checked and was correct. The display assembly was removed and was found to be defective. When a new display assembly was put into the meter the display functioned correctly.

Manufacturer narrative:
The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The customer stated there was a black splotch on the display screen covering the hundreds position. The customer reported a blood glucose result of 89 mg/dl for a patient instead of the actual result of 189 mg/dl. The number "1" was covered by the black splotch. No adverse event occurred due to the incorrect result being reported. The patient was not treated based on either result.